Event description:
It was reported following a percutaneous coronary intervention (pci) an 8r angio-seal mp was deployed. A small hematoma formed, but hemostasis was achieved. The patient was placed on bedrest but later the patient experienced pain and a decrease in blood pressure. Bleeding had occurred and the patient underwent emergency surgery. The angio-seal anchor, collagen, and suture were found outside of the artery. The anchor was bent in a less than (<) shape. The angio-seal was removed and the puncture site sutured. The physician stated the deployment was correctly done as hemostasis was achieved initially. The hypothesis was that the anchor moved outside the artery at some point. The patient reportedly recovered. The patient was receiving ap dialysis.

Manufacturer narrative:
A lot history review was done for the six lots reported in the incident description, and 14 incidents were reported but none of them were similar. The specific lot was unknown, however, the product was from 1 of 6 lots, 1207856, 1206997, 1207857, 1222649, 1222186, & 1216168. Review of the device history records for these lots confirmed manufacturing requirements were met prior to shipment. One inch of suture, collagen, and anchor were received for evaluation. The returned components were not damaged from shipping. Visual inspection revealed the suture was attached to the anchor and collagen. Both legs of the anchor were bent. There were no other visual anomalies noted to the anchor. A blood like substance was present on the returned product. The anchor, collagen, and suture were soaked in a water bath for 5 minutes to free the blood like substance and collagen. The anchor shape was consistent with the expected degradation following exposure to fluids. Microscopic analysis revealed the suture loop was intact. Based on the information received, the cause for the bleeding could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.